Event description:
It was reported that the patient presented in-clinic for a follow-up. Upon interrogation, it was noted that the right atrial lead exhibited under-sensing. Programming changes were made. The patient was in stable condition throughout.